Event description:
It was reported that a receiver reinitialization occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that receiver reinitialization occurred. The product was evaluated. An external visual inspection was performed and passed. A receiver charge and boot tests were performed and failed due to receiver won't turn on. An internal visual inspection was performed and failed due to water damage. Pictures were taken. Performance data was not reviewed due to receiver not turning on. Confirmation of the allegation and probable cause could not be determined. No injury or medical intervention was reported.